Manufacturer narrative:
Patient weight not available from the site. The unique identifier was not known at the time of reporting. Other relevant device(s) are: product ID: 9732430, lot/serial #: (B)(4). The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the software was freezing in the select patient screen. The mouse was an hourglass and the software won't proceed. The software was upgraded to 2.0 yesterday. It was requested that the software be reinstalled. The manufacturer representative (rep) did this and was able to launch the software but it still freezes in select procedure. It was confirmed that the system was only using 44% of the hard drive space. Technical service walked the rep through removing all patient exams on the system. They launched the software but it still freezes in select procedure. They did not have version 1.7 to try that. They tried to get assistance from engineering but no one was available. The rep was unsure if they'll abort the case since they typically use navigation for their procedures. The manufacturer representative (rep) stated that the synergy 2.0 software in the select procedure task displayed "error set up in task flow." They had the rep create a new imaging system procedure. They were able to move to the verify instrument task. Additional information was received stating that they were able to go through the software and add instruments without issue. Additional information was received stating that the system was working as intended.